Manufacturer narrative:
One i3 power cord was returned. Damage was observed to the power cord, which was determined to be the cause of the reported event.

Event description:
Related MFR number: 3004936110-2020-00884. The unit sparked when it was plugged into the wall.